Event description:
It was reported that the device will not be returned to the manufacturer for analysis. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported by the physician that the patient's leads might want to be replaced given the patient's unusual sensitivity to low output settings and the possibility that the leads are not in the intended position. It was later reported the patient underwent vns generator and lead replacement surgery on (B)(6) 2015. Attempts for additional relevant information have been unsuccessful to date.